Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported a sensor failure. Customer's sensor glucose reading was 3 mmol/l but their blood glucose level was 8 mg/dl. The insulin pump tried to go into threshold suspend. The customer received calibration error and change sensor alerts. The customer was advised that the device would be replaced and agreed to return the product for analysis.